Event description:
A pt was getting dressed in the holding area of the operating room, assisted by the spouse. The pt leaned against the stretcher, and although the brakes were on, the stretcher moved. The pt lost the balance and fell on the spouse. The wife suffered a fractured hip.